Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned device for alleged exposure to moisture found on (B)(6) 2022. The device passed the displacement test. The device failed the self test due to unexpected power supply test failed during self-test alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thus software. Power supply test failed during self-test alarm appeared during testing at 7:02 am on (B)(6) 2022. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case ¿ display window corner, pillowing keypad overlay, stained keypad overlay, corroded battery tube, and battery tube threads - cracked. Exposure to moisture was confirmed found on electrical boards, motor, and force sensor. Power supply test failed during self-test alarm was confirmed during testing due to moisture damage on the lithium battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had fluid under the lcd display. Customer stated that the insulin pump was not dropped and there were no cracks on it. Troubleshooting was performed. No harm requiring medical intervention was reported. Insulin pump will be returned for failure analysis.